Event description:
Related manufacturer reference number: 2017865-2024-60593. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and high capture threshold on the right ventricular (rv) lead. Device interrogation noise oversensing, mode switch on the atrial (ra) lead. The physician elected to explant and replace the rv ra lead. The patient was in stable condition.